Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, a high oxygen alarm occurred. Calibration of the oxygen sensor did not resolve the issue. Replacement of the oxygen sensor resolved the reported issue. No adverse effects nor harm to the patient reported.